Manufacturer narrative:
H6: investigation summary: one sample (model #2477-0007) was returned by the customer. It was reported that platelets were not flowing through the tubing because the tubing appeared to be melted together, preventing the flow. The set was examined for defects and abnormalities. It was observed that the tubing appeared to be stuck or ¿melted¿ together. The tubing was attempted to be primed, but was unable to be primed. No fluid would flow passed this obstruction. Visual inspection under magnification was performed on the tubing. An excess of solvent was observed on the tubing. The complaint can be verified. The set was sent for further investigation to determine a root cause. According to isd failure investigation memo 1501-014-008-r, revision: 02, the root cause was determined to be solvent residue drop and the excess of time in which the tubing is exposed on the fixture grippers during the manufacturing process. The failure was able to be replicated during the investigation. A device history record review could not be performed on model 2477-0007 because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the gem nv bld 1ss dehp free experienced defective/damaged tubing, and was clogged/blocked/occluded. The following information was provided by the initial reporter: material no:2477-0007, batch no: unknown. Type of device: IV pump tubing, blood tubing. Date of occurrence: (B)(6) 2021 @2230. Was there patient harm reported?: no. Event details: rn was checking platelets with rn when we ran into the issue that the platelets were not flowing through the tubing. After inspecting the tubing, it was noticed that right below the filter of the blood tubing, the tubing appeared to be melted together therefore not allowing flow of the platelets.

Manufacturer narrative:
Date of birth: only that patient's age was provided, therefore a default date of birth has been listed. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gem nv bld 1ss dehp free experienced defective/damaged tubing, and was clogged/blocked/occluded. The following information was provided by the initial reporter: material no:2477-0007 batch no: unknown. Type of device: IV pump tubing, blood tubing. Date of occurrence: (B)(6) 2021 @2230. Was there patient harm reported?: no. Event details: rn was checking platelets with rn when we ran into the issue that the platelets were not flowing through the tubing. After inspecting the tubing, it was noticed that right below the filter of the blood tubing, the tubing appeared to be melted together therefore not allowing flow of the platelets.